Event description:
A caller reported a cartridge alarm issue with the pump. There was no adverse impact on the customer's blood glucose level, which remained below 500 mg/dl. Tandem technical support sent a replacement pump and provided the caller with instructions on storage mode and the process to return the problematic pump. The caller acknowledged the instructions and agreed to return the pump using a pre-paid label within 10 days.